Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was frayed and unable to charge the pump. The pump was confirmed to be charging successfully using another usb cable. There was no impact to the customer's blood glucose level. A replacement usb cable was sent to the customer.